Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was removed due to a systemic staph infection. No further patient complications have been reported as a result of this event.